Manufacturer narrative:
Correction (lot number and serial number). Sc-2317-70, sn (B)(4) : unable to confirm the as reported observation with testing of the product return. The clean-cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Sc-2317-70, sn (B)(4) : unable to confirm the as reported observation with testing of the product return. The clean-cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that two leads were removed and replaced due to inadequate stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70; serial/lot: (B)(4); description: infinion cx h3 other text : device has not been received.

Event description:
A report was received that two leads were removed and replaced due to inadequate stimulation.